Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had separated. The following information was provided by the initial reporter: max zero IV extension set was used as a connector from an IV to a continuous heparin gtt. This pigtail extension set split in half while in use overnight and the patient woke up with blood all over his bed. His hemoglobin dropped over 2 points. Model#: mzx5306.

Manufacturer narrative:
Additional information: h. Attached medwatch. Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.